Manufacturer narrative:
(B)(4). H6: health effect: clinical code: 4581 appropriate code/ term not available: raised bumps that are pink and tender to the touch.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the back of upper arm on 09-04-2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the back of upper arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.